Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation, the device alarmed system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The issue is considered confirmed as it occurred during servicing. The device will be subject to all testing required of the service process prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.